Manufacturer narrative:
Not available for reporting. Implant date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal on (B)(6) 2018, due to a subtrochanteric fracture and non-union. The patient had a trochanteric femoral nail advanced (tfna) titanium lag screw and a distal locking screw previously implanted on an unknown date. A broken tfna long nail and a broken titanium lag screw were replaced with an unknown blade plate. All hardware was removed successfully without any issues. Concomitant device reported: distal locking screw (part number 04.005.436, lot unknown, quantity of 1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part: 04.038.095s, lot: h226406. Manufacturing location: elmira, manufacturing date: dec 05, 2016, expiry date: oct 31, 2026. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h226406 of tfna screws was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h041400 met all specifications with no issues documented that would contribute to this complaint condition. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. Visual inspection of the returned device performed at customer quality (cq) was unable to confirmed the condition of post-operative head element breakage. No issues were identified with the returned device, and no failure was detected. A definitive root cause for the reported condition was unable to be determined. This complaint is unconfirmed as no defect or issue was identified with the returned product. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.